Event description:
It was reported that charging cable for tandem pump was damaged and charging supplies were no longer functional, and customer mentioned alert messages on pump that could not be confirmed in pump history or system logs. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement charging supplies with two-day shipping, and earlier case details were cancelled when identified as incorrect, with no additional outcome information provided.